Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿three-year follow-up after less-invasive left ventricular assist device exchange to heartmate 3¿ was received. The study sought to investigate the clinical advantages of exchanging older left ventricle assist systems (lvas) with the heartmate (hm) 3 lvas by focusing on patient outcomes and adverse events. A total of 6 patients who underwent heartmate 3 exchange surgery, at a single institution between (B)(6) 2016, were included in this study. Four heartmate ii patients and two heartware hvad patients underwent the lvas upgrade through a lateral thoracotomy approach. In five cases (83%), severe infection of the lvas led to device exchange. In the remaining case (16.7%), the patient received the upgrade due to pump thrombosis. Following the procedure, all hm3 patients received the same anticoagulation regimen consisting of marcumar and aspirin (asa). Two patients experienced post-operative renal failure and required temporary dialysis. Another patient suffered a hemorrhagic stroke and required a tracheotomy with a prolonged stay in the intensive care unit (ICU). Post-surgical data was collected every three months. A follow up was then conducted three years after the lvas exchange surgery. The three-year survival of the patients after the exchange was 100%. In the follow-up examinations four of the five patients (80%) whose devices were exchanged due to infection suffered local reinfections; however, no further surgical treatment for the infections was required. Additionally, one patient showed several low flow alarms, which were treated with fluid administration. The remaining five patients showed no technical malfunctions associated with the lvas. No issues regarding the patients¿ hemolysis parameters were observed. Reinfection proved to be the main cause for heart transplantation listing. Ultimately, four patients were successfully transplanted, and two patients were still on lvas support at the end of the three-year period. The study concluded that patient outcomes and adverse events after lvas exchange to the hm3 showed promising results. The hm3 device is a preferred choice in cases where the device is exchanged due to pump thrombosis; however, in cases of exchange due to infection the risk of reinfection remains high. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 entitled ¿introduction¿ lists potential adverse events, including bleeding, infection (local, driveline, and pump pocket), stroke, and renal failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection and hypovolemia as potential late postimplant complications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, contains sections on pump flow and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿three year follow-up after less-invasive left ventricular assist device exchange to heartmate 3¿ identifying that hm3 may be related to reinfection during 3 years of follow up after lvad was exchanged to hm3. The study was a single-center retrospective study. A total of 6 patients who underwent pump exchange from hmii or hvad to hm3 between (B)(6) 2016 were evaluated. The follow up was performed during every three months, and the variables collected were: survival, lvad settings, renal and liver parameters, technical device parameters and adverse event. Two patients suffered from postoperative renal failure with the need of temporary dialysis. One patient suffered from hemorrhagic stroke, underwent tracheotomy with prolonged ICU stay. In the follow-up time four patients were upgraded in the transplant list due to reinfection and were transplanted. One patient showed thoracotomy infection and was surgically treated before the transplant, and three patients showed local reinfection of the driveline, one patient was positive for pseudomonas aeruginosa and two for staphylococcus aureus. The two remaining patients of the cohort were still stable on the device without any adverse event. One patient¿s device alarmed to low flow, but the alarm was resolved when the patient received fluid administration. Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected during 3 years of follow up after the patient underwent lvad exchange to hm3 between (B)(6) 2016.